Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 04/22/2016. Suspect computer, returned to manufacturer for investigation, currently under analysis. On 05/10/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Imaging system unresponsive in "system booting please wait" during initial boot-up. Replaced image acquisition system (ias) computer and re-loaded back-up config files to ias. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their imaging system ias does not always fully boot on the first try and then remains in "system booting please wait" mode. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer, os and application boot as expected. Time/date (cmos) check good. Virus scan performed. The computer was installed in a test system and the system readied as expected. Communication, 2d and 3d imaging were successful. The computer performed as expected while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.